Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The patient reported that the alleged issue with the subject meter began sometime at the beginning of (B)(6) 2011. The patient tested on the subject meter and reported a blood glucose value of '40-50mg/dl' which he compared with his a1c test. He reportedly manages his diabetes with an unknown type/dose of insulin and is a self-adjuster. When the patient received the alleged low reading on the subject meter, he reportedly increased his consumption of food and/or drink in the last month based on the subject meter results. Approximately 3 weeks later on an unspecified date/time the patient claimed he became "dizzy and had cold sweats." Despite these symptoms, the patient denied receiving any form of medical intervention. It would have been helpful to understand if the patient associated these symptoms with high blood glucose or low blood glucose. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was run; however, it fell outside the range specified on the subject test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter, increased his food/drink consumption based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. In addition, when the control test was run, it did not fall within specifications.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.